Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro cautery was sticking in evh sheath to the point where force had to be used to get it through the sheath. Additionally, the c-ring split in two during the case. No parts of the evh kit fell off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro cautery was sticking in evh sheath to the point where force had to be used to get it through the sheath. Additionally, the c-ring split in two during the case. No parts of the evh kit fell off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Blood was observed on the cannula as well as on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. A mechanical evaluation. The hemopro device was inserted into the cannula with no visible or physical defects. A reference endoscope was inserted into the cannula along with the hemopro device with no physical or visual defects observed. Based on the condition of the returned device and the evaluation results, the reported failure "break-c-ring cut" was confirmed but not confirmed for the reported failure "fitting problem".